Event description:
Baxter reports 2 incidents of coagulation of the dialyzer during pt use. The first incident occurred 1 hour into the pt's treatment. The pt received 8000u lovenox at onset of treatment. The treatment was discontinued at the time clotting was noted and the extracoporeal blood was discarded. The treatment was resumed with a dialyzer of the same lot number in which 4000u lovenox was administered at onset of treatment. This dialyzer also noted to be black with visible stringy clots. The second treatment was then discontinued and the extracorporeal blood was discarded. The next dialysis session the pt was dialyzed with a new dialyzer without incident. No pt injury or medical intervention reported.